Event description:
It was reported that the pacemaker (pm) exhibited noise and under sensing. The pm was reprogrammed to change sensitivity. The pm will continue to be monitored. The patient was stable throughout.